Event description:
It was reported that the compressor's drainage valve was found defective. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the compressor's drainage valve was found defective. Our field service engineer has investigated the reported compressor on site. The drainage valve was replaced to resolve the issue and sent back for further investigation. The returned drainage valve has been tested in a compressor then the compressor was connected to a ventilator. The compressor then was started and the ventilator was set on ventilation for about 4 hours. It was not possible to reproduce any issue, as the valve of the drainage valve opened every 30 seconds and it blew out the condensed water to the drainage bottle. There was no signs of contamination inside the reference compressor. The reported issue could not be reproduced. Therefore, no root cause can be established. The drainage valve is powered with 12 v and electrically controlled by the pc board. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. When the valve opens, the water collected in the water separator will be transported to the drainage bottle.

Event description:
Manufacturer's ref. #: (B)(4).